Event description:
A physician reported a codman perforator (ID 261221) disassembled while making a first burr hole. The procedure was completed with a replacement product available. No information if the event led to surgical delay. The drill used with the perforator was "signature (stryker)". According to information provided, it is unknown if the drill was electric or pneumatic, if the perforator click in place in the drill, and if the recommended spring tests being performed between each burr hole.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The codman perforator (ID (B)(6)) was returned for evaluation. Device history record (DHR) - no abnormalities related to the reported issue were identified. Failure and root cause analysis - visual inspection with unaided eye performed. The tested unit was mildly soiled and arrived disassembled. The sleeve presented with a proud weld. Unit reassembled with a new sleeve and spring testing successfully passed. The drill test was performed, and the unit successfully drilled 5 holes, and the perforator functioned as designed. A corrective and preventative action (CAPA) was initiated to investigate perforator disassembly trend from field complaints. Evaluation of the returned unit confirmed the presence of a proud weld. The deficiency was identified as a related cause through the CAPA investigation.